Manufacturer narrative:
Initial reporter occupation: (B)(6). Additional reporter: sara matter, mba, rn, clinical value analyst, matter.sara@mayo.edu, (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a gas loss alarm was generated and an "iab rupture" occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Iab was removed and no other concerns noted. The iab was in use for approximately two days. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field(s): describe event or problem, serial#, initial reporter, event site email. Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The one-way valve was returned attached to the iab. A kink was found on the catheter tubing and inner lumen approximately 76.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing at the kinked location of 76.5cm. The penetration found in the catheter tubing appears to have been caused by a kink flexing back and forth that eventually penetrated the tubing causing the reported problems. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a gas loss alarm was generated and an "iab rupture" occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Iab was removed and no other concerns noted. The iab was in use for approximately 43 hours. There was no patient harm or adverse event reported.